Manufacturer narrative:
(B)(4). No conclusion code available; analysis noted an inability to communicate with the device. The device was tested on the bench and premature battery depletion due to high current draw was noted. The cause of the high current draw was an anomalous component on the hybrid.

Event description:
This report is to advise of an event observed during analysis.